Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 3.00mm x 26mm, target lesion was located in the moderately tortuous and calcified left anterior descending artery. Following pre-dilatation, a 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.00x28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 3.00mm x 26mm, target lesion was located in the moderately tortuous and calcified left anterior descending artery. Following pre-dilatation, a 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.